Event description:
It was reported to medtronic minimed that the customer experienced that the inpen app was not recording the exact doses dialed on the inpen.. The customer reported hyperglycemia and hypoglycemia. The event involved product(s) mmt-105elblna. Troubleshooting was performed. Customer reported dose log difference is always 0.5 units. No further patient complications was reported. The customer discontinued the use of the pump. Mmt-105elblna was requested and customer responded the device was returned.

Manufacturer narrative:
Per visual inspection: missing injection foot. No physical damage to cartridge holder or inpen front and back shell was noted. Unit paired successfully to commercial app. Inpen received with leadscrew fully rewound. Inpen passed front cap investigation. Unable to perform baseline and wireless functionality, displacement dose accuracy, and leak test due to missing injection foot. Inpen failed dialing alignment using dose knob zero alignment gage. The zero tick mark dose not align in the gage window when dialed to 16u. Inpen passed front cap investigation. In conclusion: inpen did register accurate doses. Dose log/report data inaccuracy was not confirmed. However, inpen failed dialing alignment inspection. Unable to verify alleged high bg and low bg's. No insulin is dispensed when the injection/dose button is pushed. Missing injection foot was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.